Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "add title" was confirmed. According to henke: scope evaluated as a level 3. Distal tip and fiber damaged, particulate in system and cracked on distal lens negative. Probably root cause for this failure is: the complaint for ¿cracked¿ has been confirmed and is due to customer used and handling. The date of manufacture is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.